Event description:
It was reported that a female patient, underwent a paroxysmal atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered cardiac tamponade which was confirmed by transthoracic echo and required from pericardiocentesis as well as extended hospitalization. The patient¿s medical history is unknown. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that he had a very anterior view of the left atrium when going transseptal and had perforated with the brk needle through the left atrial appendage. Settings during the event include: power between 30 to 40 watts, irrigation flow of 17 ml standard and 30 ml with smarttouch. Also, a brk needle was used. This event is being reported conservatively since we cannot rule out that the bwi catheter may have been involved in the injury.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Bwi concomitant products used: product name: carto® 3 system, us catalog #: unknown, serial #: unknown; product name: stockert 70 rf generator, us catalog #: unknown, serial #: unknown; product name: coolflow® irrigation pump, us catalog #: unknown, serial #: unknown; product name: pentaray catheter, us catalog #: unknown, lot #: unknown; product name: soundstar 8f catheter, us catalog #: unknown, lot #: unknown; product name: cs bidirectional webster catheter, us catalog #: unknown, lot #: unknown. (B)(4). (B)(4).